Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported 319 error was confirmed and replicated. In artemis, the 319 error was found indicating a node not found issue on the axes controller, carriage (acc) confirming the fault occurred in the field. Upon visual inspection, damage was found with the rolling loop fiber that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards present was found to be failing on the rolling loop for power reading at lower than 75 on axes controller spar (acs) rxdown. Once testing was completed, the rolling loop fiber was applied behavior analysis (aba) tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the rolling loop fiber assembly.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that they encountered a persistent non-recoverable fault error 319 on universal surgical manipulator (usm2). The user had attempted to restart the system twice, but the issue persisted. The troubleshooting process involved verifying the error code, which pointed to a problem with usm2. Tse guided the user to disable usm2 and move it out of the way, allowing the surgery to resume with the remaining three arms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.